Manufacturer narrative:
This information is based on journal literature. No device deficiencies were reported. It cannot be determined if the transient ischemic attack was related to the manufacturer's device, but it cannot be excluded so it is being reported. Both transient ischemic attack and phrenic nerve injury are known potential adverse events for catheter ablation procedures disclosed in product labeling.

Event description:
A journal article was reviewed which contained events which may be related to pulmonary vein isolation procedures to treat atrial fibrillation. The article referenced a transient ischemic event of unknown origin one day post-procedure which resolved without clinical sequelae. The article also referenced two cases of persistent phrenic nerve palsy, both of which recovered within 3 months.